Event description:
During a remote follow-up, noise that resulted in over-sensing was observed on the right ventricular (rv) lead. The suspected cause of the event was due to lead damage, although not confirmed. The patient was stable and will continue to be monitored.